Manufacturer narrative:
Reference: (B)(4). Complaint sample was evaluated and the reported event was confirmed. The reported anchor was fractured and the metal tip was not included. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event could be a possible user error, where user did not follow the steps for the IFU. But the exact root cause of this event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, 2 quattro link anchors broke off into the patient. All pieces were retrieved from the first anchor. The metal tip for the second anchor could not be retrieved and remained in the patient. No other harm was reported. Surgical delay of 15 minutes was also reported.